Event description:
The report rec'd from our affiliate indicated that during post-dilatation of a stent previously deployed in the left iliac artery, the balloon ruptured at 5 atomsheres. The vessel was moderately calcified and tortuous, and 80% stenosed, prior to stenting. Another balloon catheter (brand and size: unk) was used for the post-dilation, and the procedure was finished successfully. There was no report of any adverse consequences to the pt. As per the reporting affiliate, no add'l pt or procedural info is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the left iliac artery the balloon was reported to have ruptured during post-dilation of a stent. The vessel was described as moderately calcified and tortuous with an 80% stenosis. There was no reported pt injury. With the info available and without the return of the product, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. The product was no longer available for analysis. Mfg records for the lot involved, including subassemblies, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass.